Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. In response to an inquiry regarding steps taken to resolve the ins movement and return of bladder symptoms (mentioned during the patient's call with patient services), the patient wrote that it had been very pleasant and that they had talked out the process and finished up with the doctor. Device removal/replacement was not planned. The device was still in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experienced a return of bladder symptoms about a couple of months ago. The circumstances that led to the reported issue were unknown. The last time they made an adjustment was about a month ago. Navigation basics were reviewed and the patient was having difficulty connecting, however, after palpating the area with their hand, it was determined that the communicator was not over the implant. The patient said the implant had moved; it was not more towards the inside. When asked, they reported they had no falls nor trauma, and only a weight gain of about one to two pounds. After they repositioned the communicator over the implant, they were able to connect and made an adjustment. They planned to monitor their symptoms for at least a couple of days and based on the results, would make another slight adjustment. They also planned to provide an update to their healthcare provider at their appointment next week.